Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: thrombosis resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial, that in 2008, a xience 3.0 x 18 mm was implanted by direct stenting in the mid lad, and a xience 4 x 8 mm was implanted in the proximal rca. One month later, stent thrombosis was noted in the distal lad. No additional event or patient information is available.